Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (450 mg/dl). Customer reverted to their previous pump and delivered a shot to stabilize bg levels. Troubleshooting was unable to be performed due to the customer reverting to their old pump.